Event description:
It was reported that the tip of the device was broken.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. Visual inspection confirmed one stopcock lever missing and scratches on the shaft. The tip on both ends of the cannula were inspected and no broken tip was noticed. A stopcock lever was installed then it was mated with a pencil obturator. The leak test was performed and passed but noticed that the stopcocks were hard to turn. Possible root cause/s could be: the cannula was disassembled and the other lever was not put back and/or the cannula was dropped (3) user misuse. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the device was broken.